Event description:
On unknown date, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. On unknown date, enlargement of distal side of the right common iliac artery aneurysm and thrombus in aortic extender component (pla280300j) that was implanted in the right common iliac artery were observed. On (B)(6) 2021, a reintervention to treat the enlargement of the common iliac artery aneurysm was performed. The right internal iliac artery was embolized using coil. Two stent grafts were implanted from the contralateral leg gate of the trunk-ipsilateral leg endoprosthesis to right external iliac artery. The patient tolerated the procedure.